Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported leakage occurred with the valved trocar cannula during a procedure. The surgeon indicated it did not interfere with the procedure. The procedure was completed without product replacement. There was no harm to the patient. The trocar was discarded.

Manufacturer narrative:
A sample was not received; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. The manufacturer internal reference number is: (B)(4).